Event description:
It was reported during a coronary stent procedure, the sheath cracked and the physician was unable to fully deploy the stent. The pt went to bypass surgery. Pt status is listed as "okay".